Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2024-10518. Related manufacturer reference number: 2017865-2024-10519. It was reported that the patient presented in the clinic with swelling and pocket erosion at the implanted device pocket site. The physician explanted the entire system ¿ implantable cardioverter-defibrillator (ICD), right ventricular lead, and atrial lead due to infection. The patient was in stable condition

Manufacturer narrative:
Correction: previously the date returned to manufacturer should be 10 jan 2025 instead of 20 jan 2025.